Event description:
On (B)(6) 2011, customer reported that the wash concentrate canister was leaking through the canister lid at the float switch interface port on the dxc 800 pro instrument. No injuries were reported and no erroneous patient results were generated. Customer disconnected the connector and cleaned up the wash concentrate. Customer noticed there was a small amount was bubbling through that port again, but it ended up stopping and the wash concentrate canister returned to a normal level. Field service engineer called the customer on (B)(6) 2011 and confirmed that customer was able to fix the problem and instrument was running without further issue.

Manufacturer narrative:
(B)(4).